Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI) number: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database was performed and identified no other incidents reported for delivery catheter (dc) shaft bend and difficulty positioning the device from the reported lot. The reported dc shaft bend resulting in difficulty positioning the device was confirmed via returned device testing. The actuator mandrel was bent. The bend in the mandrel likely resulted in the bent dc shaft conditions. All available information was investigated and a definitive cause for the dc shaft bend resulting in difficulty positioning the device in this incident appears to be related to the observed distal bend in the actuator mandrel. It is possible that there were procedural interactions (e.g. The patient anatomy of dilated la and unintended curves on the device) which resulted in increased tension on the device such that the actuator mandrel became bent; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the difficulty positioning with the clip delivery system which has the potential to damage the chamber walls or chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced in the anatomy; however, while translating forward with the delivery catheter (dc) handle, the shaft was bending at 90 degrees. The cds was diving anterior/lateral; therefore, the device was removed and replaced. A new cds was used without issue. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.